Manufacturer narrative:
The ge service representative conducted an onsite investigation. The cine bridge board and the hard drive were replaced. The software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the cine function would not work on the system. No patient injury was reported.